Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 60mm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed from the y-hub a complete catheter detachment was noted at the distal end of the y-hub. The catheter detachment was examined under magnification and the edges of the detachment were jagged. Sanding marks were noted on the catheter at the point of the detachment. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a catheter detachment, as the catheter detached just distal to the y-hub. The investigation is confirmed for a leak, the catheter leaked underneath the strain relief due to the catheter detachment. Excessive sanding of the catheter under the strain relief is the root cause for the catheter detachment. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The lot number for the device has been provided. The device has been returned to the manufacturer for evaluation. A review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that the pta balloon catheter allegedly leaked at the hub. There was no reported patient injury.